Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented to the clinic. Upon interrogation, the pulse generator exhibited backup vvi operation. After restoring the device settings, normal function resumed. There were no adverse consequences to the patient.